Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was electively explanted due to pocket discomfort. This patient experienced discomfort and was checked by a sales personnel and a physician that determined the crt-p performed as expected. The system was reprogrammed as an attempt to solve the issue. However, the patient complained of feeling worse after a few weeks and requested for an elective explant. No additional adverse patient effects were reported.